Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics due to blood glucose (bg) levels of 37-305 mg/dl, due to customer not hearing their alarms and alerts. Reportedly, the paramedics attempted to treat customer by providing oral glucose gel; however, was treated at the emergency room with carbohydrates, ice, sandwich and gingerale. Customer was released from the ER the same day with no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.